Manufacturer narrative:
Patient identifier:(B)(6). Patient weight, ethnicity and race: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that 12.1mm vticmo 12.1 implantable collamer lens of -10.5/3.0/091 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault and the problem was resolved. Cause reported as unknown.

Event description:
The reporter indicated that 12.1mm vticmo 12.1 implantable collamer lens of -10.5/3.0/091 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Patient identifier:(B)(6). Patient weight, ethnicity and race: unk. This product is not marketed in the us. (B)(4).